Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the navigation system. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect straight suction has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed when utilizing a straight suction. No other instruments were reported to have imprecision. The site elected to continue the procedure without the straight suction. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.